Manufacturer narrative:
Plant investigation: the product sample was not returned to the manufacturer, and therefore a physical evaluation could not be performed. Batch information for the disposable product being used was not provided. Review of the device history record (DHR) for the console is considered unnecessary, because based on the available information the complaint issue is not related to the console. Treatment log data from the console was provided for review. The console worked as intended during the treatment. On (B)(6) 2021 at 15:16, the power consumption of the pump drive increased abruptly from 8.6 watt to 36 watt without any changes of the pump head speed. This indicates a resistance in the pump head most likely due to a thrombus (clot) in the pump head. A clot most likely blocked the rotor which prevented the pump drive from generating the achieved speed. It is known that increasing and fluctuating power consumption can signal a clot in the pump head. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. To reduce risk of thrombosis in the vascular system, an adequate blood flow and appropriate anticoagulation are recommended. The same recommendations also minimize risk of clotting an extracorporeal circuit. There is no indication of an initial product failure. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility reported that after 13 days of therapy, the novalung console gave out two errors: #225 (malfunction of pump head) which occurs when the pump head speed deviates, and #103 (failure of pump head) which occurs when there is increased resistance in the pump head. The user suspected there was an aspirated clot in the pump head. Despite this suspicion, it is unknown if there were any defects or other issues with the kit. The material number for the disposable product that was used could not be confirmed. It was confirmed the console worked as intended by alerting the user of a malfunction of the pump head. After the alarms occurred, blood flow could not be generated and the extracorporeal membrane oxygenation (ECMO) system had to be switched out. It was reported that more than 500 ml of blood loss occurred as a result of the failure. Upon follow-up, it was indicated that the exact amount of blood loss was unknown. According to the manufacturer, worst case scenario for blood loss would be the entire circuit, which is 670 ml. It was unknown if the patient was able to continue and/or complete their treatment. No sample was available to be returned for evaluation. Additional information pertaining to this event could not be provided.